Manufacturer narrative:
The manufacturer was unable to conduct an investigation as the patient remains on going on vad support. A specific cause for the mal-positioning of the sealed inflow conduit could not be determined and a full examination of the lvad could not be conducted as the lvad remains in use. The instructions for use provides information regarding how to install and orient the sealed inflow conduit. A review of the device history record revealed the device met applicable specifications. Based on the information available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of this event. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the system controller was alarming with numerous low flow alerts. Approximately 4 days post-implant the patient was taken back to surgery and the inflow cannula position was adjusted which resolved the low flow issues.

Manufacturer narrative:
The patient weight was requested but has not been provided. Approximate age of device: 4 days. The patient remains ongoing with the implanted device and no further issues have been reported. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.